Manufacturer narrative:
Film review by an independent physician: the angiogram does reveal a 90% narrowing which was not heavily calcified in a tortuous lad; however, there were no anatomical features other than this which may have lead to the apparent complication. Of note, the contrast was diluted to the appropriate one to two dilutions with saline and the dianbile contrast was utilized. There were no apparent prepping issues, specifically kinking or bending of the shaft at the hub could not be determined; however, on return of the balloon, there was evidence of a kink 9.5cm from the distal end. This may have been a transportation issue and could not be confirmed otherwise. There were no other defects noted to the balloon. In summary, the factors that may lead to inability to deflate the balloon, include kinking of the shaft at the hub and failure to appropriately dilute contrast, but either of these appeared to be present in this case. A 2.5 x 20mm firestar balloon would not deflate and had to be withdrawn by force. The target lesion was in the left anterior descending artery and was 90% stenosed and was not calcified. The reference vessel was tortuous. The device had prepped normally and there was no difficulty in tracking to or crossing the lesion and no resistance/friction. The physician inflated the fire star balloon to 12atm with a mairui indeflator to pre-dilate the lesion, but when he attempted to deflated the balloon, it could not deflate. It was reported that the balloon was only partially inflated and was removed from the patient by force. The balloon was removed intact. Dianbile contrast was used with a contrast to saline ratio of 1:2. Another balloon was used to complete the procedure. There were no kinks noted on the device. The patient experienced transient chest oppression that did not require treatment. Procedural films were reviewed by independent cardiologist who indicated that the angiogram reveal a 90% narrowing anatomical which was not heavily calcified in a tortuous lad, however there were no anatomical features other than this which may have lead to the apparent complication. There were no apparent prepping issues specifically kinking or bending of the shaft at the hub nor failure to appropriately dilute contrast which could lead to inability to deflate the balloon. One non-sterile sakura firestar 2.5 x 20 mm was received coiled inside 2 plastic bags. One kink was observed at 9.5 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was received already inflated; inner body (at balloon area) was elongated and compressed. Inflation residues were detected. Sem analysis showed: the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The inner body was perforated during the insertion of a guidewire 0.014" through the unit. Inflation / deflation test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Updated cc with film review report findings. The exact cause of condition of inner body (elongated and compressed) could not be determined. There are controls in place during the manufacturing process to prevent this kind of issues. Therefore, no corrective or preventive action will be taken. The reported deflation difficulty failure could not be confirmed as inflation/deflation test could not be performed. Based on the information available for review, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. The damages found in the inner body may be attributed to the efforts made to withdraw the balloon from a tortuous vessel. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Updated complaint conclusion to correct contrast to saline ratio confirmed to be 1:2. A 2.5 x 20mm firestar balloon would not deflate and had to be withdrawn by force. The target lesion was in the left anterior descending artery and was 90% stenosed and was not calcified. The reference vessel was tortuous. The device had prepped normally and there was no difficulty in tracking to or crossing the lesion and no resistance/friction. The physician inflated the fire star balloon to 12atm with a mairui indeflator to pre-dilate the lesion, but when he attempted to deflated the balloon, it could not deflate. It was reported that the balloon was only partially inflated and was removed from the patient by force. The balloon was removed intact. Dianbile contrast was used with a contrast to saline ratio of 1:2. Another balloon was used to complete the procedure. There were no kinks noted on the device. The patient experienced transient chest oppression that did not require treatment. One non-sterile sakura firestar 2.5 x 20 mm was received coiled inside 2 plastic bags. One kink was observed at 9.5 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was received already inflated; inner body (at balloon area) was elongated and compressed. Inflation residues were detected. Sem analysis showed: the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The inner body was perforated during the insertion of a guidewire 0.014" through the unit. Inflation / deflation test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of condition of inner body (elongated and compressed) could not be determined. There are controls in place during the manufacturing process to prevent this kind of issues. Therefore, no corrective or preventive action will be taken. The reported deflation difficulty failure could not confirmed as inflation/deflation test could not be performed. Based on the information available for review, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. However, there are possible vessel characteristics (vessel tortuosity) that may have contributed to the deflation difficulty experienced by the customer. The damages found in the inner body may be attributed to the efforts made to withdraw the balloon from a tortuous vessel. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. One non-sterile sakura firestar 2.5 x 20 mm was received coiled inside 2 plastic bags. One kink was observed at 9.5 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was received already inflated; inner body (at balloon area) was elongated and compressed. Inflation residues were detected. Sem analysis showed: both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Since the condition of the unit, the inner body was perforated during the insertion of a guidewire 0.014" through the unit. Inflation/deflation test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of condition of inner body could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. During manufacturing process there is a control to prevent this kind of issues (B)(4). Therefore, no corrective or preventive action will be taken. The reported deflation difficulty failure was not confirmed. The exact cause of the failure reported by the customer complaint could not be determined. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Additional information received: the admission diagnosis was coronary heart disease and the patient was a male. The lesion was in the left anterior descending artery and was 90% stenosed and was not calcified. The reference vessel was tortuous. The device had prepped normally and there was no difficulty in tracking to or crossing the lesion and no resistance/friction. The physician inflated the fire star balloon to 12atm with a mairui indeflator to pre-dilate the lesion, but when he attempted to deflated the balloon, it could not deflate. It was reported that the balloon was only partially inflated and was removed from the patient by force. The balloon was removed intact. Dianbile contrast was used with a saline to contrast ratio of 1:2. Another company's balloon to complete the procedure. There were no kinks noted on the device. The patient experienced transient chest oppression that did not require treatment and was doing fine. Complaint conclusion: a 2.5 x 20mm firestar balloon would not deflate and had to be withdrawn by force. The target lesion was in the left anterior descending artery and was 90% stenosed and was not calcified. The reference vessel was tortuous. The device had prepped normally and there was no difficulty in tracking to or crossing the lesion and no resistance/friction. The physician inflated the fire star balloon to 12atm with a mairui indeflator to pre-dilate the lesion, but when he attempted to deflated the balloon, it could not deflate. It was reported that the balloon was only partially inflated and was removed from the patient by force. The balloon was removed intact. Dianbile contrast was used with a saline to contrast ratio of 1:2. Another balloon was used to complete the procedure. There were no kinks noted on the device. The patient experienced transient chest oppression that did not require treatment. One non-sterile sakura firestar 2.5 x 20 mm was received coiled inside 2 plastic bags. One kink was observed at 9.5 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was received already inflated; inner body (at balloon area) was elongated and compressed. Inflation residues were detected. Sem analysis showed that the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The inner body was perforated during the insertion of a guidewire 0.014" through the unit. Inflation / deflation test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the condition of inner body (elongated and compressed) could not be determined. There are controls in place during the manufacturing process to prevent this kind of issues, therefore, no corrective or preventive action will be taken. The reported deflation difficulty failure was not confirmed. The IFU instructs to fill an angioplasty inflation system with a minimum of 3 cc of a 50% solution of contrast medium in sterile heparinized saline and attach it to the purged catheter. Nonionic contrast medium has different viscosity and precipitation levels than ionic contrast, which may prolong inflation/deflation times. The aha also recommends a mixture of saline and contrast of 1:1 dilution. Based on the information available for review, there are possible vessel characteristics (vessel tortuosity) and procedural factors (1:2 saline to contrast ratio) that may have contributed to the deflation difficulty experienced by the customer. The damages found in the inner body may be attributed to the efforts made to withdraw the balloon from a tortuous vessel. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit, therefore, no corrective or preventive action will be taken.

Event description:
A 2.5 x 20mm firestar balloon would not deflate and had to be withdraw by force. The lesion was in the left anterior descending artery and was 90% stenosed. The physician inflated the fire star balloon at 12atm to pre-dilate the lesion, but when he attempted to deflated the balloon, it could not deflate. He withdraw the balloon by force and used another company's balloon to complete the procedure. So far the patient is fine.